Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had their leads revised on the day of the report. The doctor pulled the leads down lower and the patient had excellent low back stimulation.

Event description:
It was reported the patient had stimulation in the wrong location. The patient had stimulation in their anterior chest and not their low back. Impedance testing and reprogramming was done. The patient status at the time of this report was alive with no injury. Follow up with a manufacturing representative indicated the cause of the event was likely lead position. An x-ray was done and measured impedances were within normal limits. The patient was not receiving effective therapy and their healthcare professional scheduled a revision for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.